Event description:
Medtronic received information that this bioprosthetic conduit required intervention due to a combination of stenosis and regurgitation. A transcatheter pulmonary valve was implanted valve-in-valve with no adverse patient effects reported.

Manufacturer narrative:
The device history review of this valved conduit was reviewed and no anomalies were noted that would have impacted this event. This device was reported through a questionnaire for a medtronic transcatheter valve endocarditis case. The questionnaire indicated that the transcatheter valve was implanted into this medtronic bioprosthetic valved conduit with a primary indication of a combination of stenosis and regurgitation. From the available information, the cause of the stenosis and regurgitation could not be determined. This conduit remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, or additional information provided, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.